Event description:
Essure placed in tubes on (B)(6) 2013. Had hsg test (B)(6) 2013. Right tube blocked and fine. Left tube coil not in place and either in uterus or perforated uterus. Unk if it was placement error or just migrated out of tube. Had 2nd hsg (B)(6), told that essure "recommends" leaving coil in body because risk of removal is too high.